Manufacturer narrative:
Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation, report source additional information: device eval by manufacturer?, initial reporter phone #, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of occlusion alarms occurring on the syringe module was confirmed through review of the logs and replicated during device testing. Internal inspection of the syringe module found the force sensor (tc10008744) to have air bubbles on top of the strain gage, however it is not known if this observation was an incidental finding or a contributing factor. The initial infusion of ¿epinephrine cont¿ was programmed manually as a weight-based infusion (patient weight entered as 3.2 kg) on (B)(6) 2025 at 4:11 pm on the suspect pump module sn 17382360. The selected syringe was a bd 20 ml syringe, with a detected volume of 17.9067 ml. The concentration was 0.01 mg/ 1 ml, the dose was 0.02 mcg/kg/hr, calculating a rate of 0.384 ml/hr. The volume to be infused (vtbi) was entered as 12 ml. At 6:37 pm, a remote order was received for an unknown drug (suspected to be epinephrine) at a concentration of 0.2 mg/ 20 ml. The dose was 0.02 mcg/kg/hr (rate calculated at 0.384 ml/hr) and the vtbi was 12 ml. A check syringe alarm was observed, followed by a syringe clamp open and a syringe clamp closed alarm. The infusion started at 6:38 pm. On (B)(6) 2025, between 1:54 pm and 1:57 pm, twenty-four (24) patient side occlusion alarms were observed, with eight attempts to restart the infusion. The unit was channeled off at 1:59 pm but was programmed again at 2:17 pm, restoring the previous infusion parameters with a bd 50 ml syringe loaded into the module (detected volume = 30.8419). The infusion was started and immediately after, two (2) patient side occlusion alarms were observed. The user attempted to restart the infusion but received two additional patient side occlusion alarms. The unit was channeled off one minute later and the system was powered down at 2:23 pm. The ¿as-received¿ suspect syringe module was attached to the concomitant pcu and a known-good lab bd 20 ml syringe filled with distilled water was loaded into the module with a me2010 extension set attached to its luer. An infusion for the drug ¿epinephrine cont¿ was programmed and started on (B)(6) 2025, at 9:30 am, following the keystrokes taken from the pcu event log. The infusion dose was set at 0.02 mcg/kg/min (calculating a rate of 0.38 ml/hr) and the vtbi was ¿all¿ (detected volume of 16.6231 ml). The infusion, which was calculated to last approximately 44 hours, was interrupted by a patient side occlusion alarm at 7:51 pm, at the ten hour twenty-one-minute (10:21) mark. There was an attempt to restart the infusion, but the alarm was triggered immediately after every keypress. The drive head force sensor (tc10008758) was temporarily replaced with a known-good dchu force sensor and the previous infusion was programmed and started again on (B)(6) 2025, at 4:29 pm. The infusion was left running until (B)(6) 2025, at 2:24 pm (since the duration of the incident infusion was approximately 21 hours), with no issues or alarms occurring during that time. The device¿s original force sensor was then re-installed into the suspect syringe module. Root cause: the root cause of the reported issue of occlusion alarms is being attributed to a faulty drive head force sensor. It could not be determined during the investigation whether the observed air bubbles on the surface of the pressure sensor was a contributing factor or if another defect was the cause of the failure.

Event description:
It was reported that the syringe module was infusing epinephrine when it started to alarm for "occlusion". The clinician reportedly assessed the tubing, found no kinks, connected the line to the patient, and restarted the infusion. However, it was reported that the patient's blood pressure dropped "significantly" during the alarm period. Patient had to receive albumin to increase the blood pressure. Once the epinephrine started to run as expected, patient had an increase in blood pressure.

Event description:
It was reported that the syringe module was infusing epinephrine when it started to alarm for "occlusion". The clinician reportedly assessed the tubing, found no kinks, connected the line to the patient, and restarted the infusion. However, it was reported that the patient's blood pressure dropped "significantly" during the alarm period. Patient had to receive albumin to increase the blood pressure. Once the epinephrine started to run as expected, patient had an increase in blood pressure.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.